Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported a dead segment on the upper display. No patient impact or consequences were reported.

Event description:
The customer reported a dead segment on the upper display. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. When powered on led segments on the led digits display did not fully light up. The unit was able to obtain readings. Internal inspection showed the failed led segments had open circuits across their nodes on the system circuit preventing the segments from lighting. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.